Event description:
It was reported that the autopulse platform's screen was blank. In addition, the platform made a mechanical "clicking" sound. Customer indicated that this was only observed once. The device worked fine after that and they have not been able to reproduce the issue. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.